Event description:
The patient was revised due to subsidence of the talar component.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the information provided, as the lot number required to review the device history records was not provided. Although the complaint is non-verifiable, provided information states the product is not suspected of failing to meet specifications or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated.